Event description:
It was reported that the guide wire separated during use in a tight proximal right coronary artery lesion. The tip of the guide wire separated at the guiding catheter opening. The separation was noted prior to post dilatation after stent implantation. The separated portion was removed with a snare and did not adversely effect the patient's outcome. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation" a patient experienced stent fracture with complete separation and displacement and 25% restenosis at the fracture site. This case is 28th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was acute coronary syndrome. The target lesion was in the right coronary artery (rca), but further details were not provided. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was available. Before the event occurred, three cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 74mm and the stent diameter was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown and no treatment was reported.

Manufacturer narrative:
(B)(4). The guide wire was not returned for analysis which may have aided in investigating the fracture surfaces of the separation to determine the type of separation that may have occurred. However, a core separation may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the material to separate. Typically, the fracture site morphology will show that the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the lesion or associated devices. In this case, the separated portion of the wire was removed with use of a snare device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Overall, a conclusive cause for the reported tip separation could not be determined; however, there is no indication to suggest a product quality deficiency.